Manufacturer narrative:
Depuy still considers this closed to CAPA.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional information: d4 - device exp. Date. H4 - device manufacture date. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: d6 - implant date. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5 describe event or problem: h6: patient code. Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update alert date 5th april 17. Additional reasons for revision: component loosening (unknown which device), pain and raised metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added h6. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Addendum added 08 june 2014. The complaint was reopened due to additional information was received; reason for revision (component loosening, pain and raised metal ions), additional hospital and scf. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision.asr xl acetabular system - left hip.reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.